Event description:
A dreamstation bipap avaps30 device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found. Additionally, the service technician also noted error code e004 (err null ptr), and e223 (err low pressure regulation). The device was scrapped by the service center after the evaluation was completed.